Event description:
It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. Further information was requested however, was not provided.